Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that fridge storage failed to recover. A field service engineer conducted an inspection of the station and identified that issue is resolved. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system station fridge storage was unable to restore functionality. A customers indicated that the situation was affected due to the nurse's inability to obtain the medication, which occurred while encountering an error at the station. There were no adverse events or injuries reported based on this event.